Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed white residue came out of the device, but the type of the material or root cause cannot be established. The most probable cause of the complaint no light is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service technician¿s report indicated a white residue on the cylinder side and no light. There was no patient involvement.